Manufacturer narrative:
Continued from section d11: electrosurgical generator, unknown make and model cook fusion wire guide locking device, fs-wl-o-s cook evo-b stent, unknown model cook fusion ide-tome sphincterotome with dometip, fs-25m-35 cook fusion cytology brush, fs-cb-1.5-s continued from section e3 occupation: non-healthcare professional investigation evaluation: our evaluation of the product said to be involved confirmed the report. The wire guide is bent approximately 1.5 cm and 15 cm from the distal tip of the device. Approximately 4.2 cm to 5.8 cm from the distal end is a section of bare core wire. A looped section of the coating approximately 0.4 cm in width is detached and hanging from the wire guide, the coating still attached at approximately 4.0 cm from the distal end. Approximately 3.9 cm to 4.2 cm from the distal end, the wire guide covering has accordioned. The wire guide covering is bent and feels rough approximately 141 cm to 160 cm from the distal end. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat 2 calibrated tip wire guide. After several attempts to transverse a difficult stricture, the wire guide was placed into a cook fusion ide-tome sphincterotome with dometip (fs-25m-35) and passed the stricture site which was extremely tight. A cook fusion cytology brush (fs-cb-1.5-s) was used to take brushings, but again this was noted to be very difficult. The physician then opted to place a cook biliary stent (evo-b, unknown model), however they could not transverse the stricture. The decision was made to dilate the stricture, so the wire guide was removed to swap for a long wire guide. Upon removal, the nursing team noted the coating had stripped. The long wire was then placed, dilated [the stricture] and the stent was subsequently placed.a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Electrosurgical generator, unknown make and model. Cook fusion wire guide locking device, fs-wl-o-s; cook evo-b stent, unknown model; cook fusion ide-tome sphincterotome with dometip, fs-25m-35; cook fusion cytology brush, fs-cb-1.5-s. Occupation: non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat 2 calibrated tip wire guide. After several attempts to transverse a difficult stricture, the wire guide was placed into a cook fusion ide-tome sphincterotome with dometip (fs-25m-35) and passed the stricture site which was extremely tight. A cook fusion cytology brush (fs-cb_1.5-s) was used to take brushings, but again this was noted to be very difficult. The physician then opted to place a cook biliary stent (evo-b, unknown model), however they could not transverse the stricture. The decision was made to dilate the stricture, so the wire guide was removed to swap for a long wire guide. Upon removal, the nursing team noted the coating had stripped. The long wire was then placed, dilated [the stricture] and the stent was subsequently placed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.